Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). There was functional undersensing in the right atrium (ra) channel that factored in this inappropriate therapy event. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.